Event description:
It was reported that during surgery the device was not functioning properly. The mesher was not meshing. There was no harm, no surgical intervention, and no additional grafts were needed. There was a delay while getting a different mesher tray available for the case. Delay time was unknown. Upon completion of the device evaluation, it was discovered that the comb was damaged. No additional adverse events were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.